Manufacturer narrative:
This event was originally reported to clearstream on (B)(4) 2012. "It was reported that the complaint unit got stuck and could not be removed. The procedure was a right leg angioplasty. There was no patient injury reported." The device was not returned for evaluation. The event was determined to be not reportable and the file was closed. On (B)(4) 2013, the device was returned for evaluation and the complaint file was reopened. The sample evaluation identified that the device was in two pieces. Following numerous attempts, we have been unable to obtain any additional information from the customer regarding how and when this break occurred. The observed malfunction is on the 2 year history as a serious injury. As a result, we are reporting this event as a malfunction to the FDA. The sample evaluation is still in progress.

Event description:
It was reported that the complaint unit got stuck and could not be removed. The procedure was a right leg angioplasty. There was no patient injury reported.